Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular (rv) and right atrial (ra) lead exhibited episodes of over-sensed noise. The over-sensed noise on the ra lead resulted in inappropriate automatic mode switch (ams). No intervention was reported. The patient condition was unknown.